Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the right stimulator was out of range on (B)(6) 2006. Additional information was requested but was not available at the date of this report.